Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed at the distributor in accordance with recommendations from zoll manufacturing corporation. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified no adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing battery faults.